Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The the noise could not be reproduced with isometric excersise. The patient would be seen in clinic in six months.